Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was related to pressure transducer test failure during pre-use check. The problem was confirmed in problem description and service report. According to the information provided by the technician, the inspiratory pressure transducer and expiratory channel printed circuit boards (pcb) were defective and the parts have been replaced. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).